Event description:
It was reported that, noise was noted on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Rv lead noise resulted in oversensing. The rv lead will continue to be monitored.